Event description:
It was reported that the customer was hospitalized with high blood glucose levels of 464 mg/dl and large ketones. The customer did not want to troubleshoot, and requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.